Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Inspection of the device found the rubber was missing from the battery cover. The evaluation determined that the device fault was due to a defective battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device data logs were received by resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of an internal battery degraded alarm. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.